Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. No physical damage was found on the device. As a result of checking the log, it confirmed that there was no record related to the customer reported issue. Performed functional testing. The customer's indicated failure could not be replicated, so no root cause could be determined. Device returned unrepaired to the customer at customer's request. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during the operation, some kind of alarm sounded, and the operation stopped. The fault occurred during infusion. There was known patient involvement and no patient harm/adverse event reported.